Event description:
It was reported that the pt experienced a change in therapeutic effect. The pt experienced the following symptoms: acute, intense "unbelievable painful episode, stabbing pain in her back. The pt was taken via ambulance to the hospital where she was admitted. The pump contained dilaudid ( hydromorphone). The pt reported that the hcp needed to increase the intrathecal dose 200-300 % from the dose she was at the time intrathecal therapy was initiated. The pt reported that she never noted any positive therapeutic response following dose increases. The pt was considering removal of the pump as a result of this. Studies were undertaken of the abdomen to evaluate surgical site for bleeding; there were no diagnostics performed specific to drug therapy. Multiple requests were made by the pt and other hcps to the managing hcp to provide info on pt's pump therapy and dosing info without response. It was later reported that the hcp suspects a granuloma to be the cause. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Code used for catheter.